Manufacturer narrative:
Complaint number: (B)(4). The unit was not returned for evaluation. Pursuant to atricure's internal processes, the complaint was escalated to a level ii investigation. The device history record was reviewed for non-conformance reports and reworks. There were no ncrs or re-works found that would have caused or contributed to the reported event. Device was not received from customer.

Event description:
It was reported after a case, while the customer was venting the acm v6 the exhaust tubing at back of unit came off. The nitrous oxide coming out the nozzle caused a burn on nurse's forearm. The nurse suffered a 2nd degree burn and silvidene was applied.